Manufacturer narrative:
Additional procode: kwp. (B)(6). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the cocr dd rod 3.5-5.5 x 600 was broken during reverse logistics audit of returned device at millstone. There was no patient involvement, and no additional information is available. This report is for a cocr dd rod 3.5-5.5 x 600. This is report 1 of 1 for (B)(4).